Event description:
Customer states that the analyzer hood latches are loose and the lid is not properly supported. An operator was injured when the lid fell on them and is receiving physical therapy for head and neck injuries. The hood latched were repaired by the field service representative.